Event description:
Underwent elective total knee replacement. While surgeon was using the sagittal saw, it was noted a piece of the sagittal saw blade came off (after the procedure) and could not be found. Xrays taken to assure not in wound.